Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the circular seal was cut. The obturator, envelope seal and cannula appeared intact. Pmv performed functional testing: the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. Our instructions for use warn against the action that was taken. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy procedure, the surgeon noticed that two trocars had air leakage and made a strange sound. Patient had no injury.